Event description:
Philips received a complaint on the dfm100 indicating that the device cannot turn on. Device was in clinical use at the time of event, however, there was no patient harm or injury reported. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer confirmed that the device was back to work functionally after replacing the power module by third party. Based on the information available and the testing conducted, the cause of the reported problem was defective power module. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.